Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The fse found that the eg connector's wire falls off. The fse adjusted the ECG connector, which resolved the issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device ECG has no signal. There was no patient involvement.